Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, providing the customer with one that has updated software. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and return the faulty pump using a pre-paid label.